Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The batch manufacturing record was reviewed and there were no such defect encountered during in-process and final control inspection. Process cards show no abnormalities. The device is currently shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow up report will be provided after the inspection results are available.